Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) ((B)(4)). Ofr sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, it cleared the (B)(6) guideline although this device tested positive for unspecified microbe (1 cfu/100ml). Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbes as follows. This device had been reprocessed using a non-olympus automated endoscope reprocessor model soluscope serie4 with peracetic acid. There was no report of patient infection associated with this report. In addition, the user facility reported that the microbiological testing was conducted in a brand-new condition without using this device any procedure. <1st time> - total channel: 22 cfu (unspecified microbes) <2nd time> - total channel: 14 cfu/100ml (unspecified microbes) <3rd time> - air/water channel: 8 cfu/100ml (unspecified microbes) - suction channel: 9 cfu/100ml (unspecified microbes)